Event description:
Boston scientific neuromodulation (bsn) received information about an event that would have been reportable under 21 cfr 803, medical device reporting within our complaint system. However, the issue reported on (B)(6) 2010 was related to an implantable pulse generator manufactured by medtronic. The information received stated that a patient's medtronic ipg and/or pocket would be revised. No other information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).